Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal trunk using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the physician advanced the cat8 through the sheath and while torquing; the physician experienced resistance and the proximal end of the cat8 became broken at the valve of the sheath. It was reported that the rotating hemostasis valve (rhv) was tightened down too tightly. Therefore, the physician removed the sheath while retracting the cat8 simultaneously and removed both devices. The physician decided to end the procedure. There was no report of an adverse effect to the patient.